Manufacturer narrative:
The event occurred outside of the united states.while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that a button on the infusion device was defective. The infusion device is performing commands on its own and it looks like the buttons are being pressed.